Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to resolve the issue by removing the pump case and cleaning the pneumatic tap area, which included removing an o-ring. The original cartridge was successfully reloaded, allowing the customer to resume insulin therapy.